Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. Review of the device error log included ventilator service required error codes e-032, e-201 and e-202 indicating a system failure due to failure of the sensor printed circuit board, power management board failure and system printed circuit board assembly failure. The sensor printed circuit board, power management printed circuit board, and system printed circuit board were replaced to address the failures. Additional findings not related to the malfunction/issue: preventive maintenance was completed with component replacements as per the maintenance schedule. During evaluation, the device serial/material number label was noted to have the incorrect gtin/revision and required replacement. There were missing rubber feet that required replacement. The cord retain was missing/broken and required replacement. The rear enclosure was damaged and required replacement. The handle was damaged and required replacement. The porting block adapter was damaged due to assembler error and was replaced. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
The reported failure of trilogy 100 ventilator power management, sensor, and system printed circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.